Event description:
Revision of tibial insert due to loosening. Sales rep stated that it may not have been locked into the tray correctly which resulted in loosening. This event occurred outside of the us, in the (B)(4).

Manufacturer narrative:
Device was not returned to MFR for eval. Device serial numbers were not reported to MFR precluding a review of the device history record.